Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that occurred during the dwell stage, where the reporter stated that the supply bag became disconnected. Disconnected disposable tubing is a known cause of this type of alarm. The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 1 of 5, while the hp was connected. The care giver (cg) stated that the supply bag had become disconnected. The technical service representative (tsr) assisted the cg in ending the hp¿s therapy and removing the cassette. The tsr advised the cg to have the hp start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.